Manufacturer narrative:
According to the customer contact, "nebulizer takes an hour to mist and to get through a treatment for her young child." The customer contact stated her daughter "missed treatment" as a result of the nebulizer "not properly misting." The customer confirmed that there was no serious injury or medical treatment required. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "nebulizer takes an hour to mist and to get through a treatment for her young child." The customer contact stated her daughter "missed treatment" as a result of the nebulizer "not properly misting."